Event description:
A 3.0 mm diameter x 30 mm length endeavor mx2 drug-eluting coronary stent system was inserted into a patient for the treatment of an lad lesion. The lesion morphology was reported to be not tortuous but fairly long (proximal to mid) with 80-90% stenosis. The more proximal portion of the lesion, where some calcium was noted, was pre-dilated with a 2.5 x 15 sprinter balloon. The physician then inserted a 3.0 x 30 endeavor drug-eluting stent but was unable to advance past the more proximal portion of the vessel. The physician then reinserted the same sprinter balloon and dilated the lesion. The physician was then able to deploy the endeavor stent at 11 atms covering an area just distal to a mid-sized diagonal to the bifurcation. The physician used an ivus to assess both the proximal section of the lad not covered by the endeavor stent and to the stent opposition. There was a large calcified area at the distal half of the deployed stent and a 3.0 x 15 dilation balloon by another manufacturer was inflated in the distal half of the stent. At that point a dissection occurred somewhere in the vessel. The patient required emergency measures and was taken to the operating room. The patient died either late that evening or early morning the next day.

Manufacturer narrative:
Evaluation results: (dissection, death). Other - lack of information (no cd, films or operative reports were provided).